Event description:
It was reported that a minicap transfer set was found damaged and leaking. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests performed included leak testing, clear passage testing, and clamp function testing. All functional testing passed and the product met specification. The reported problem of leak and damage could not be verified. Should additional relevant information become available, a supplemental report will be submitted.